Manufacturer narrative:
Device evaluated by manufacturer: an indentation was observed on leaflets 1 and 3 near commissure 1, and on leaflets 2 and 3 near commissure 3. Typical suture tracks were not visible on the leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on at the inflow aspect and 3mm at the outflow aspect of leaflet 1. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm near commissure 2 on outflow aspect. Minimal calcification nodules resided on the surface of leaflet 1 at the inflow aspect. Calcification was also observed on leaflet 1 near commissure 2, however appeared to be located on the host tissue. X-ray demonstrated wireform intact. As received, the sewing cloth was torn and exposed the wireform at the inflow aspect. The valve appeared in the same condition as in the image provided by the customer. Report of central insufficiency was confirmed through echo review.

Manufacturer narrative:
An additional observational evaluation was performed on the returned valve. As received the valve was intact with one of the leaflets, leaflet 2, stayed in an opened position that is similar to the picture (inflow view) of the device provided by the hospital. Mild to moderate host fibrous (pannus) tissue growth was noted on the outflow (ventricular) side of the valve. Leaflet fusion was observed at the free edge of the leaflets near commissures 2 and 3 from outflow perspective. Host tissue growth on the inflow (atrial) side of the valve is mild. Leaflets 1 and 3 appeared to be pushed towards leaflet 3 side with noticeable compression of the leaflets near commissure 1 leading to leaflet creases/folding. No typical suture looping mark was evident on the leaflets. The characteristics of this type of leaflet creases/folding are consistent with pledgetted suture looping or interference with preserved mitral valvular or subvalvular apparatus, which most likely occurred during the initial implantation of the bioprosthetic valve. Similar but subtle leaflet tissue compression and folding were also observed near commissure 3. Two small calcification nodules were depicted by x-ray imaging. One of them appeared to be located in host tissue between leaflets 1 and 3 near commissure 1, and another in the pannus tissue near commissure 2. Nine pages of pdf document with static images from transthoracic echocardiography (tte) provided by the hospital were reviewed by an independent expert on echocardiography with the following impression: the earlier image set (from 29 october 2015) is presumed to demonstrate mitral stenosis on pre-operative tte. The second image set (from 19 february 2016) demonstrates some amount of mitral regurgitation associated with what is probably a mitral bioprosthesis. Images as presented suggest no more than moderate mitral regurgitation, and do not allow determination of the mitral regurgitation jet origin. Submission of additional (moving, color-flow) images if available could allow additional comment. Although no functional testing was performed, the leaflet creases/folding and the pannus tissue growth related leaflet fusion appear to be severe enough to cause the reported malfunction of the bioprosthetic valve in vivo. The characteristics of the leaflet creases/folding observed on this particular valve are consistent with the pledgetted suture looping or interference with preserved mitral valvular or subvalvular apparatus, which most likely occurred during the initial implantation of the bioprosthesis.

Manufacturer narrative:
Static images from transthoracic echocardiography (tte) were provided. The images appear to be photographs of paper print-outs of m-mode and static 2d echocardiography, and spectral doppler, that appear to have been taken with a hand-held camera or smart phone; many are associated with presumed dates of acquisition (10/29/2015 and 02/19/2016). Image quality is probably fair, but the ability to analyze the images is limited by their few number, low resolution, static nature, and absence of color-flow doppler imaging. The earlier image set (from 10/29/2015) is presumed to demonstrate mitral stenosis on pre-operative tte. The second image set (from 02/19/2016) demonstrates some amount of mitral regurgitation associated with what is probably a mitral bioprosthesis. Images as presented suggest no more than moderate mitral regurgitation, and do not allow determination of the mitral regurgitation jet origin. Submission of additional (moving, color-flow) images if available could allow additional comment.

Manufacturer narrative:
Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. The explanted device has not been returned for evaluation at this time. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nonstructural valve dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-y-o lady with a bioprosthetic mitral valve, implanted for approximately two (2) years and seven (7) months, presented with mitral central insufficiency. As per the medical notes received, there was a central jet directed toward the septal wall which reached more than a half of the left atrium with a peak velocity of 5.8 m/s. The device was explanted after an implant duration of four (4) years and two (2) months. Another prosthetic valve was implanted in replacement. Patient status was noted as to be normal.